Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600+ mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had insulin flow block alarm and they stated that the insulin exited at quick released. Customer was in emergency room as a result of high blood glucose. Customer stated that the insulin pump does not allege possible under delivery. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.